Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's blood glucose went up to 500 mg/dl in the morning and that it was now down to 45 mg/dl. He stated that the patient has been having high blood glucose readings for a while now and that she was hospitalized for a stroke in (B)(6) 2015. The customer was rehabilitating and had normal blood glucose readings until she suffered another stroke in (B)(6) 2016. The patient's blood glucose was 469 mg/dl when she was admitted to the hospital in (B)(6) 2016. The customer suffered from dizzy spells, headaches, and she stated that she felt like a 900-pound elephant was on her. The customer was treated for her high blood glucose and sent home with a blood glucose value above 200 mg/dl.